Event description:
Customer reported receiving a button error alarm on the insulin pump after leaving the gym. It was noted that the insulin pump was clipped on the bra and buttons may have been pressed. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.